Event description:
Distributor requested repair of an ambulatory infusion pump due to "failed accuracy test +7.2%". No patient details were provided.

Manufacturer narrative:
Evaluation summary: the pump was visually inspected and was found to be in good physical condition. The keyboard and labels were functional and intact. Indications from pump event history log show that customer did three volume accuracy tests; one with volume set at 20ml, and two with volume set at 10ml. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. The DHR review is not applicable or relevant because this device is not an out of box failure and/or the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Based on these investigation results, no corrective actions will be taken at this time. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.